Event description:
It wasreported that patient was admitted w/multiple trauma after a fall in which she sustained a right femur fracture w/ compartment syndrome. She was taken to or for right femoral rodding, fasciotomy & for insertion of greenfield ivc filter. While in ER, she suffered from cardiac arrest secondary to hypovolemic shock. On 03/3/06 resident was preparing patient for transfer from ICU. In process of changing swan-ganz catheter over to a 3l cvc, guide wire became caught on ivc filter. Next day her troponin elevated to 4.7. She was taken to or to release pericardial fluid approx. 300cc of blood surrounded her heart. Postperatively, she was transferred to ICU where she developed right side heart failure due to tricuspid regurgitation. She was being medically treated on surgical floor. Sample was discarded. Follow-up report will be filed when evaluation is complete.